Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. There was no reported adverse impact to the customer.